Manufacturer narrative:
Continuation of d10: 505da20 valve implanted (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post valve replacement procedure, the pacing leads failed resulting in cardiac arrest. The patient also experienced asystole and syncope and the right ventricular (rv) left bundle branch lead exhibited loss of capture. The implantable pulse generator (ipg) was suspected to have dislodged and the system was inactivated and replaced with a leadless ipg. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.